Event description:
On (B)(6) 2008, astra tech 3.0 mm implants were used off label 2 weeks after they were released on market. (B)(4). Did (B)(4) or dr. (B)(6) report this off label use failure and injury to the FDA? Off label use not discovered until 2012.